Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that externalized conductors were observed during a lead revision procedure. The lead was capped, and the patient was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead exhibited noise and unable to deliver shock therapies. The device was turned off and there were no plans for revision. The patient was stable.